Event description:
It was reported that the customer was loading a trailer and the pump touch screen became shattered and unresponsive. In addition, it was reported that an unspecified alarm occurred intermittently. The customer's blood glucose was 113 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.